Event description:
It was reported that the lead was explanted, due to increase in threshold and decrease in r-wave.

Manufacturer narrative:
The reported field experience was not confirmed. The lead exhibited normal electrical characteristics. The damage found was sustained during the surgical procedure.